Event description:
It was reported that the stored electrograms showed noise on the atrial lead, which resulted in inappropriate mode switching. Sensing, pacing and impedance were all normal. The patient would be monitored.

Manufacturer narrative:
Na